Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided, which may include the returned device (if available), photographs, videos, event description, and any additional field input, arthrex has determined the most likely cause. The most likely cause is attributed to user-related factors, such as the use of excessive force during impaction or insertion.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2025, it was reported by a sales representative via sems (B)(4) that an ar-9561-35s taps tip broke within the patient, the surgeon completed the case after changing his plan by changing the length of the central fixation screw (modular glenoid central screw). All fragments of the tap were able to be removed. This occurred during use in a reverse tsa case with no patient effect. There was no additional time added to the case and no additional anesthesia.